Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1310. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device was powered up, testing was performed and the device passed all testing. No issues were found with ec1310. No further action will be taken at this time. The customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.